Manufacturer narrative:
(B)(4).

Event description:
The patient stated she had an issue with her accu-chek softclix lancet device. The lancet within the device was not completely retracting within the device after being placed firmly into the device. The lancet protruded from the end cap. With the cap of the device firmly in place, the patient stated that the lancet within the device would not stay in place and that she can feel the lancet when grazing her finger over the cap. The patient removed the cap and said that the lancet was placed as far down as it would go within the device, but would come loose when she tried to put the cap back on. The patient stated that the lancet would not fire hard enough to penetrate her skin. The patient was advised to try placing a new lancet in the housing device until she heard an audible click. The patient tried this and said that the new lancet was placed as far down as it could go in the housing device, but she did not hear a click. The customer tried placing a cap on the lancing device and the lancet came loose again. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient returned the accu-chek softclix lancing device and unused accu-chek softclix lancets for investigation. The patient was tested with some from the received patient lancets at all different pricking depth settings, for each attempt, the needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attributes were found. The lancing device works in accordance with specifications. Furthermore, 30 lancets from the received customer lancets were investigated with a microscope, and no abnormalities could be observed in terms of the customer allegation. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing.